Event description:
Additional information showed the patient's battery was replaced with a non-rechargable model on (B)(6) 2013. The cause of the replacement was that the patient was 'unable to follow the instructions for' getting the rechargeable model out of overdischarge. Additional information showed the patient's therapy was fully restored and the patient was satisfied with the stimulation and using it normally once again.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that a patient was having coupling and communication issues between the recharger and the implantable neurostimulator (ins). It was stated that there was an ins over-discharge suspected. The night before the report was the last attempted recharge session. It was noted that there might have been some confusion on properly recharging and when the last time was that the patient felt stimulation. The clinician programmer, recharger, and patient programmer would not communicate with the ins. The antenna locate (al) feature was used. It was stated that they got 104 on the al scale. The charger still could not communicate with the ins. A power-on-reset (por) condition was reported. It was noted that the patient was sent home to do complete the physician-mode- recharge (pmr). Approximately two weeks later it was reported that the patient had successfully recharged and was scheduled to meet with a company representative on (B)(6) 2012 for additional programming. It was noted that the patient was confused on the sequence and identification of proper recharging steps, as well as expectations of the sensation to be felt to identify therapy relief. About one week later it was reported that the company representative had met with the patient and 'she had not been compliant with the instructions she had.' It was decided that the physician was going to explant the current ins and implant a non-rechargeable battery. The procedure had not been scheduled, but there was a possibility of doing it at the end of february. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implanted neurostimulator (serial # (B)(4)) found that the device's battery was overdischarged and permanently damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.